Event description:
The device was used during a gallbladder procedure. Reportedly, the instrument jammed. The surgeon applied another instrument to complete the procedure. The hosp has reported no patient injury occurred.

Manufacturer narrative:
During evaluation, co concluded that the reported damage was caused by the user firing through the interlock. The interlock is a safety feature designed to prevent the jaws from closing when a clip is not loaded.